Manufacturer narrative:
E1: initial reporter phone: (B)(6). One device was received for analysis. The complaint was confirmed, during functional testing. The cause was a defective pump. The pump was replaced to correct the problem and the device passed functional testing, after the repairs. The product's history records were reviewed. And there were no non-conformances nor service-related issues, that would have resulted in the reported complaint.

Event description:
It was reported, that when the device was switched on. The temperature detection was rising steadily and triggers a series of alarms. The issue was noticed, during preparation at power on. There was no patient involvement.